Manufacturer narrative:
Based on the claim against the product by the customer noting that the fenestrated bipolar forceps (fbf) instrument wire was damaged, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fbf instrument was analyzed and found to have conductor wire insulation damage inside of the grip routing. Visual inspection found the wire to be exposed. The instrument passed the electrical continuity test in all three attempts. The complaint regarding wire damage of the fbf instrument was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue. This complaint is considered a reportable event due to the following conclusion: the instrument had conductor wire damage. The damaged/broken conductor wire has potential for electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during central processing, the fenestrated bipolar forceps (fbf) instrument wire was damaged. There was no report of patient involvement. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was used during the last procedure without any issues. After, insulation damage was identified during central processing.